Event description:
Customer reported a previous incident of a low blood glucose (bg) event. The customer¿s blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Bg treatment involved consuming carbohydrates and glucose tablets. Tandem technical support suggested that the caller consult with a healthcare professional to discuss factors affecting blood glucose levels.